Manufacturer narrative:
On (B)(6) 2019, the recipient reportedly underwent surgery. During surgery, the surgeon confirmed the magnet was in situ and repositioning was not required. The recipient has healed and resumed device use. This is the final report.

Event description:
The recipient is reportedly experiencing pain at the implant site. The recipient is presenting with redness, scabbing, and soreness. The recipient was prescribed cream and antibiotics.

Manufacturer narrative:
Prior to the june 10, 2019 visit, the recipient was prescribed cream and antibiotics. On (B)(6) 2019, the recipient was seen again with reported ongoing swelling for 3 weeks before the first visit. The recipient was recommended device non-use. The recipient's pain improved. The recipient's magnet reportedly extruded. Repositioning surgery is scheduled. .